Event description:
The device was applied during an unspecified gynecological procedure. Reportedly, the instrument did not fire properly and the staples did not lock. The surgeon used another instrument to complete the procedure. No pt injury reported.